Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor was test outside of the device and passed the motor tests. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 206 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.